Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any defects associated with the reported condition. A functional leak test as well as a fluid pressure test was conducted. The device revealed leakage between the port tube and the bag. The reported condition was verified. The assignable condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag leaked from the port seal when the container was squeezed. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.